Event description:
On (B) (6) 2010, the pt's pump was replaced (existing catheter remained) and a dacron pouch was used for the new pump. The pt experienced severe "frontal headaches, almost continuously" since the pump was replaced. The new pump was placed on the right side of body and there was a spinal cord stimulation pocket on the left side of body. The pump was uncomfortable for the pt on the right; therefore, the spinal cord stimulation ipg was explanted (B) (6) 2010 (leads remained) and the pump was moved from the right side to the left side stim pocket site. The catheter was "leaking" and was replaced. Since the revision the pt experienced edema and "an awful medicine taste in her mouth and burning in her throat." The taste was not present after the pt awoke in the morning. A seroma developed over the pump and fluid was removed (unk date). On (B) (6) 2010, it was reported "it looks like a basketball where the pump is." The pain therapy was effective but the pt's quality of life was poor due to the other symptoms. A blood patch was scheduled for (B) (6) 2010. The pump delivered dilaudid at a constant flow rate. Additional info has been requested.

Manufacturer narrative:
(B) (4).